Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record revealed no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no similar complaints from the lot. All information was investigated and a cause for the reported unintended movement of clip opening while locked could not be determined. There is no indication of a product issue with respect to manufacture, design, or labeling.na

Manufacturer narrative:
The clip remains in patient. The device will not be returned for evaluation. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
This is filed to report the clip open while locked. It was reported that this was a mitraclip procedure to treat functional mitral regurgitation (mr) with grade 4+. The clip delivery system (cds) was advanced to the mitral valve and the clip was placed. During clip deployment, the clip opened to about 60-70 degrees as the lock line was almost completely out. The clip was closed back up and it was able to close. The clip remained closed and leaflet insertion was double checked. The lock line was tested twice to make sure the clip didn¿t open, and the clip was deployed. One clip implanted, reducing mr less than 1. There was no adverse patient effect and no clinically significant delay in the procedure. No additional information was provided.